Manufacturer narrative:
This complaint is recorded with zimmer biomet under (B)(4). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the lcd was cracked and large internal leak on main cuff. It was an air leak during pm and there was no patient/user involvement. No adverse events have been reported as a result of the malfunction.

Manufacturer narrative:
This complaint is recorded with zimmer biomet under (B)(4). On (B)(6) 2017, it was reported that the liquid crystal display (lcd) was cracked and there was a large internal leak on the main cuff. The customer returned an a.t.s. 4000 tourniquet device, serial number (B)(4), for evaluation. The device history record (DHR) review noted no related non-conformances, requests for deviation (rfd), change notices (cn) or any other issues with manufacturing. The DHR review found no issues with the device and all verifications, inspections and tests were successfully completed. Initial qa inspection of the a.t.s. 4000 tourniquet on december 28, 2017 revealed that the customer complaint was confirmed. The liquid crystal display (lcd) was cracked and the main side had a large leak. The deflate clippard and burkert valves on the main side needed replaced. The software also needed upgraded to the current revision. Repair of the a.t.s. 4000 tourniquet was performed by zimmer biomet surgical on december 28, 2017 which included replacement of the liquid crystal display (lcd), front housing, flex assembly, foot pads, clippard valve, burkert valve, and upgraded the software. A.t.s. 4000 tourniquet, serial number (B)(4), was then tested and functioned properly. The reported event was confirmed since during the initial inspection it was noted that the liquid crystal display (lcd) was cracked and the main side had a large leak. The root cause of the reported event could not be specifically determined with the information that was provided. During the initial inspection it was noted that the liquid crystal display (lcd) was cracked and the main side had a large leak. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process. A.t.s. 4000 tourniquet, serial number (B)(4), was repaired, tested and returned to the customer.